Manufacturer narrative:
(B)(4).

Event description:
This is a supplemental report to initial report (B)(4) to submit manufacturer' investigation results for the suspect device. Patient did not return device, so (B)(4) requested internal record review for device. Manufacturer reference ID 3005862821.

Event description:
(B)(4) received a call reporting a medical intervention that occurred in 2015. Patient (B)(6) stated that her prodigy meter was giving her varying results of 100mg/dl, 283mg/dl, 580mg/dl, and 50mg/dl. Patient then called paramedics. Patient arrive at the hospital and her blood glucose was tested every hour with the hospital's meter. Patient also tested using the prodigy meter. Patient stated that there was a 200 point difference between the hospital's meter and the prodigy meter. Patient was also told that the prodigy meter was not working properly. Follow-up attempts to contact patient to collect the suspect device and additional information to complete this report failed due to patient's phone being disconnected. (B)(4) will request investigation from manufacturer from manufacturer's internal records for the product in question.